Event description:
New information noted that there was no indication that there were any problems with the implantable cardiac monitor. The patient was in stable condition throughout.

Manufacturer narrative:
Please retract this report 2017865-2023-11822 as there was allegation of malfunction on the implantable cardiac monitor.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a device interrogation. It was noted that the implantable cardiac monitor was unable to be interrogated.